Event description:
The customer's pump can only be charged if the cable is held at a specific angle. It is unknown if this issue had an impact on the customer's glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up report will be submitted if the device is received.